Event description:
The customer reported that her olympus evis exera iii xenon light source was producing a light that was too dark to distinguish anything inside the body. According to the initial reporter, this occurred during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The output socket was loose due to wear and tear and causing a bad connection. Additional manual mode was found inoperable due to a faulty main printed circuit board. It was also noted that a non-olympus lamp had been installed in the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light not being bright enough and dark when it enters the body, the spare lamp being on, and the power not turning on could not be identified. However, it¿s likely the cause is related to the use of a non-olympus lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure type was unknown. But the physician was able to complete the procedure using the subject device despite the darker light. Reportedly, there were no negative impacts to the patient.